Event description:
Delivery failure [device issue]. Failed no low calibration followed by no cell failure alarm [device issue]. No adverse event [no adverse event]. Case description: this initial non-serious, device case report was received on (B)(4) 2014 from a respiratory therapist (rt) in the united states who called to speak with ikaria technical services regarding a device issue with inomax (B)(4) . The device was in use on a patient at the time of the device issue, and per the rt there was no harm to the patient. On (B)(6) 2014, the rt reported a delivery failure alarm on inomax (B)(4) . The patient was switched to a back-up device prior to calling ikaria customer care. The rt stated that the power was cycled to standby, then to on and a low calibration was performed. The device failed low no (nitric oxide) calibration and then alarmed no cell failure. The rt was then asked by ikaria technical support, if high no calibration cylinders were available and the reporter stated that they were not, and she also stated that she had no additional back-up devices. Inomax (B)(4) was removed from service and returned to ikaria for service evaluation.

Manufacturer narrative:
This initial non-serious, device case report was received on (B)(4) 2014 from a respiratory therapist (rt) in the united states who called to speak with ikaria technical services regarding a device issue with inomax (B)(4) . The device was in use on a patient at the time of the device issue, and per the rt there was no harm to the patient. (B)(4). Device investigation was completed on 04/23/2014. Evaluation summary: inomax dsir serial number (B)(4) was returned to the manufacturer for service investigation. The ikaria regional service center (rsc) reviewed the service log and findings confirmed the reported complaint of a delivery failure (df) alarm, a failed no low calibration, and failed no sensor alarms, which occurred on the reported complaint date, (B)(4) 2014. A delivery failure alarm occurred while delivering 20 ppm no due to monitored no (101 ppm)> 100 ppm with adequate injector module (im) flows of average = 2.4 and current = 11 lpm. This df was then followed by a failed low no calibration that returned low points counts (1534) greater than the maximum allowed 655 counts consistent with no cell failure evidenced by elevated concentration counts. The failed calibration was followed by failed no sensor alarms in two sequences due to the elevated no concentrations counts (1520 and 777, respectively). The df followed by the failed low calibration with elevated low counts a short time later, was consistent with the no cell misreporting elevated high no at the time of the df due to the impending no cell condition. The rsc investigation also experienced the failed no sensor alarm and was able to clear the condition with calibrations, but replaced the no cell based on log entries. The root cause for this incident was no calibration low counts above maximum. This condition will be tracked and trended under ikaria's quality system. Case comment: 05/06/2014: this post-marketing device case did not result in an adverse event, however it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (see MDR #3004531588-2013-00022).